Event description:
While opening supplies for a surgical case the team noted that two different basic packs that where opened had bent suction tips. Device was used despite the bend. Reached patient. No harm. For both basic packs: cardinal health, ref # sba12lpmfm, lot# 401900, exp date: 9/1/27.